Event description:
The customer reported via phone call there was a no delivery alarm and there were scratches and cracks on the front panel. Customer noticed that she received a no delivery alarm a week ago. Customer stated that she changed the reservoir. Customer stated that the damage occurred on the lcd screen. Customer stated that the pump has not been dropped. Customer stated that she can read the pump screen and the pump is functioning as designed. Customer was advised to monitor the pump and call back if the issue persists. Customer reported that the alarm was resolved by a reservoir change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.